Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-21 h6: investigation summary seven open 31g x 5mm pen needle samples were returned from lot. No. 1012826, cat. No. 320522. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all seven samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that up to 15 pn 31g 5mm 5b xtw were unable to deliver medication. The following information was provided by the initial reporter: 12 - 15 pen needles are not permeable/clogged.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that up to 15 pn 31g 5mm 5b xtw were unable to deliver medication. The following information was provided by the initial reporter: 12 - 15 pen needles are not permeable/clogged.